Event description:
A customer observed higher and lower than expected vitros phyt quality control results while using a vitros 5600 integrated system. Using vitros phyt lot 2612-0140-4257, a result of 5.0 ¿g/ml was obtained from the mas level 1 control fluid versus the expected value of 7.2 ¿g/ml and a result of 22.4 ¿g/ml was obtained from the mas level 3 control fluid versus the expected value of 18.6 ¿g/ml. Using vitros phyt lot 2611-0145-9150, results of 25.3, 29.8, and 22.4 ¿g/ml were obtained from the mas level 3 control fluid versus the expected value of 18.6 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report is number five of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt quality control results were obtained on a vitros 5600 integrated system. Two different vitros phyt reagent lots were affected by the issue. Results of precision testing demonstrated that the vitros 5600 integrated system was operating as expected at the time of the event. Vitros phyt lot 2612-0140-4257 had expired approximately 2 months prior to the date of the event. Therefore, the remaining inventory was discarded without any further investigation using this reagent lot. The root cause of the higher and lower than expected quality control results obtained using vitros phyt lot 2612-0140-4257 is unknown. Results of precision testing demonstrated acceptable performance of vitros phyt lot 2611-0145-9150. However, non-reproducible performance was observed in the daily quality control results obtained using this reagent lot. Due to inventory constraints, an alternate vitros phyt lot has been put into. The investigation is ongoing with the alternate reagent lot. The root cause of the higher than expected quality control results obtained using vitros phyt lot 2611-0145-9150 is unknown. However, a pre-analytical control fluid handling issue cannot be ruled out as a contributing factor.